Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported to technical support that a 2008t machine experienced a preparing dialysate message then the machine started running a self test during patient treatment. The patient was transferred to another machine and did not experience any adverse effects as a result of this incident. Additional information came in regarding the event which reported they started treatment with the default uf settings, removed 180ml then tried to adjust the uf settings. Upon follow up with the clinic biomedical technician, it was confirmed the patient was transferred as a precaution, and confirmed the patient completed treatment on a new machine with no symptoms, medical intervention, or additional treatments required. The biomed advised the problem was caused by operator error, and advised that after speaking to technical services, the issue was resolved and the machine passed functional tests to return to service. It was confirmed this was a settings and user error issue, and confirmed no parts were changed out to resolve the issue.